Event description:
The device was returned for service repair. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The reported complaint of a control handle axis pin being detached was confirmed. Visual evaluation found that the control handle axis pin was detached. It was observed that the outer sheath of the insertion section was loose and buckled.